Event description:
A male pt had two cyphers stents implanted to the left cx for unstable angina. Total stent length was 27mm, 504 days after stent placement, the pt had ami, rupture, and occlusive thrombosis and died.